Event description:
Consumer reported complaint for e-3 accompanied by symptoms. Roommate is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of frequent urination. Medical attention is reported as a result of the actual blood glucose results and reported symptom. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of hi using meter. The test strip lot manufacturer's expiration date is 09/30/2020 and open vial date is a few days ago / (B)(6) 2019. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. Roommate is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of frequent urination. Medical attention is reported as a result of the actual blood glucose results and reported symptom. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of hi using meter. The test strip lot manufacturer's expiration date is 09/30/2020 and open vial date is a few days ago / (B)(6) 2019. The meter memory was not reviewed for previous test result history.